Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer would "silenced" the alarm and then received a resume pump alarm. The customer's blood glucose level was not impacted. The cartridge and infusion set tubing were changed. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the infusion set site. Tandem technical support educated the customer how the resume pump alarm functions. The customer acknowledged the information.